Event description:
The report received indicated that the pt received a cypher stent in his left anterior descending artery (lad). Approx two years post implant, the pt experienced a stent thrombosis to the lad causing a myocardial infarction (mi). Followed by another mi, approx a year and a half later, the pt had bypass surgery.

Manufacturer narrative:
The product remains implanted, thus not available for eval. Additional info will be submitted within 30 days upon receipt.